Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of three for the same event, reference 1032347-2016-00387 and 1032347-2016-00388.

Event description:
It was reported during an orthognathic surgery several screws were unable to be fixated. The surgeon stated he believes the drills may have created too large of a hole for the screws. The surgeon was able to successfully complete the procedure by using another system. A forty-five minute surgical delay was reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, the following fields were updated: device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. This is report three of three for the same event. Reports one and two are reported on MFR #1032347-2016-00387 and 1032347-2016-00388.

Manufacturer narrative:
The product that was returned is not the explanted product/ product in question. It was clarified that the explanted product has been quarantined and what was returned are the remaining screws from the same lot that were not used at all. A product evaluation will be conducted on the screws that were returned. A follow-up report will be submitted upon completion of the product evaluation. This is report three of three for the same event. Reports one and two are reported on MFR #1032347-2016-00387 and 1032347-2016-00388.

Manufacturer narrative:
Three 41-2708 screws were returned and visually evaluated under a digital microscope and it was seen that the threads are fully in tact, there is no anodize missing from the screws, and there is no damage to the head of the screws, indicating that a blade was never inserted into the screw head. The screws were functionally tested inserting the screws into a the white oak wood block with a hole created by a 41-2308 screw. The screws fully seated into the white oak wood block with ease. The most likely underlying cause of this complaint cannot be determined as the screws functioned as intended. Supplemental report three of three for the same event, reference 1032347-2016-00387-3 and 1032347-2016-00388-3.